Event description:
I am a user of the tandem t:slim x2 insulin pump with dexcom g7 integration and who uses the iphone t:connect app. I received previous notice of the recall for version v2.7 of the ios application which caused rapid pump battery drain, and updated the app to version v2.7.1. I have twice now experienced rapid battery depletion overnight, where the pump was charged to 40% battery and I woke up with the battery at 1% where insulin delivery was suspended due to low battery. I did not previously experience this problem on version v2.7 of the app but I am concerned that the v2.7.1 update may not have fixed the root cause of the problem. On reddit, I have seen other reports of similar issues despite having updated the ios app in https://old.reddit.com/r/tandemdiabetes/.